Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl: cause was unknown. Reportedly, the customer became sweaty and dizzy and received assistance from the contact with consuming milk and candy. Recommendation was made to consult with healthcare provider regarding diabetes management.